Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One used lf4200 was received for evaluation. Visual inspection and testing of the returned device confirmed that the knife was trapped and contained within the jaws, preventing them from opening. Review of the device history records for this lot found no irregularities, and that the lot was released after meeting all quality requirements. The investigation identified the root cause of the reported event to be knife trap due to user error. Knife trapping occurs when the blade is extended and the jaws are not completely closed, allowing the knife to go out of its track. This as well as tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. This issue as well as general difficulty in activating the knife may be prevented by more frequent cleaning, ensuring that the jaws are fully closed and handle latched before activation, and not overfilling the jaws with tissue. All of these precautions are listed in the product instructions for use, and no trend is associated with this issue.

Event description:
The customer reported that prior to a procedure, the ligasure device jaws could not be opened. Upon receipt, the device was found to have been used on a patient.